Manufacturer narrative:
Upon further evaluation, it has been determined that the reported failure mode does not meet the criteria to be classified as a complaint. Reportability was reassessed on (B)(6) 2025. On (B)(6) 2024 the safety review team (including the vp of medical affairs) established that flow rate failures (B)(4) would not lead to the harm of a patient. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concludes that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference complaint #: (B)(4)

Manufacturer narrative:
Testing results were reviewed and the pump passed all previous test. There is a previous complaint #(B)(4) on the device. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. This adjustment was made from the original threshold pre-rework 11, post-rework -4. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 04/22/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No patient was involved.